Event description:
(B)(6) 2015, it was reported that the PICC line was inserted as normal, but reportedly had difficulty getting the PICC to thread and we decided to change arms. After we pulled the PICC out of the pt's arm, nurse pulled the wire out of the PICC and allegedly found that it had broken, with the end of the wire with the magnet reportedly sticking out the distal end of the PICC and the remainder of the wire was allegedly pulled out of the proximal end of the PICC. We got all the wire out of the pt, but it was allegedly broken in 2 pieces in the catheter.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of reyg2182 showed no other similar product complaint(s) from these lot numbers.